Event description:
It was reported that the patient presented for a follow up in clinic. During device check, the patient demonstrated phrenic nerve stimulation (pns) from their left ventricular (lv) lead. Different electrode configurations were attempted but pns continued. The lead was programmed off and the patient will continue to be monitored. The patient was stable before, during and after.